Event description:
Note: this report pertains to one of two issues that occurred during the same procedure. Refer to MFR report # 3005099803-2009-05506 for the other associated device info. It was reported to boston scientific corporation that two sensation standard oval snares were used during a polypectomy procedure within the stomach in 2009. According to the complainant, during the procedure, the first sensation standard oval snare got stuck within the polyp; it was unable to cut through the tissue. The handle of the first snare was cut off, and a second sensation standard oval snare was inserted down the scope when the same issue occurred the complainant had to use a third snare and a biopsy forcep to finally remove the polyp and free the entrapped snares. It was noted that while the polyp was rather large, dense, and fibrous, similar procedures had been completed without issue. There were no pt complications reported as a result of these events. The pt's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be...

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.